Event description:
It was reported the patient is experiencing difficulty communicating with her ipg using her charger due to the ipg being tilted in the pocket. The patient is considering revision surgery to relocate her ipg pocket site.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.